Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting as it exhibited a battery depletion code. The presence of both a charge time-out and long charge time codes were also exhibited by the s-ICD. Review of device data by boston scientific technical services indicated the power consumption of the s-ICD had been steadily increasing, but recently started to increase at a much faster rate. At the same time, the battery voltage started decreasing quickly, however the cause cannot be determined from the data provided. Device replacement was recommended. At this time the s-ICD remains in service and there have been no adverse patient effects reported. The field plans to explant this s-ICD soon, this event will be updated once additional information is provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Engineers confirmed that the device could not be interrogated and did not respond to magnet application. Visual inspection of the device noted the case was cracked. Further analysis revealed evidence of cyclic fatigue that caused the crack in the device case near the header, which resulted in a loss of hermeticity, and allowed body fluid to enter the device case. This caused electrical overstress damage on the high voltage circuitry. An external power supply was attached, and review of device memory revealed that the device's power consumption had been gradually increasing over time, consistent with a compromised low voltage capacitor caused by exposure to hydrogen gas within the device case. The power consumption had been increasing gradually, but increased suddenly. This resulted in a battery depletion (bd) code. Subsequently, the device was unable to successfully charge the high-voltage capacitors resulting in a charge time out (CT) and long charge-time (lt) code. The device was unable to provide therapy at this time. Engineers concluded that the device was initially exhibiting evidence of a gradual, high current condition associated with a compromised low voltage capacitor due to exposure to hydrogen gas within the device case. Subsequently, the device became non-hermetic due to a crack in the device case that allowed body fluid to enter. The presence of conductive body fluid contacting the device's electronic circuitry caused a sudden spike in power consumption and created a short circuit in the high voltage circuitry. This resulted in the device's bd, CT, and lt codes thus confirming the allegation made against the s-ICD in the field.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting as it exhibited a battery depletion code. The presence of both a charge time-out and long charge time codes were also exhibited by the s-ICD. Review of device data by boston scientific technical services indicated the power consumption of the s-ICD had been steadily increasing, but recently started to increase at a much faster rate. At the same time, the battery voltage started decreasing quickly, however the cause cannot be determined from the data provided. Device replacement was recommended. At this time the s-ICD remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting as it exhibited a battery depletion code. The presence of both a charge time-out and long charge time codes were also exhibited by the s-ICD. Review of device data by boston scientific technical services indicated the power consumption of the s-ICD had been steadily increasing, but recently started to increase at a much faster rate. At the same time, the battery voltage started decreasing quickly, however the cause cannot be determined from the data provided. Device replacement was recommended. At this time the s-ICD remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. This s-ICD is expected to be returned back from the field for analysis, this report will be updated upon completion of analysis.